Event description:
Device malfunction: none. Symptoms/ae: seizures/stroke. Time of symptoms/ae: 3 or 4 days post the procedure. It was reported that 3 or 4 days post an uneventful left internal carotid artery stenting procedure, the pt experienced double vision, slurred speech, right facial droop and a witnessed seizure. The pt was transferred to the hospital via emergency medical services (ems). Upon admission to the hospital, the pt had experienced a total of three seizures. The pt was immediately intubated for airway protection and dilantin was administered. The physician felt the etiology of the seizures was hyperperfusion syndrome and a lower threshold for seizures in the previously infarcted tissue. CT scan results revealed multifocal infarcts, probable chronic, questionable evolving subacute left parietooccipital infarct and no evidence of hemorrhage. Additionally, while hospitalized, the pt experienced a troponin leak possibly related to the seizure activity versus a small mi and the pt was started on metoprolol and lisinopril. The pt recovered completely except for residual expressive aphasia and was discharged home 5 days later. Although requested, there is no additional info avail.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. Seizures and stroke may occur with carotid artery stenting procedures and is listed in the instructions for use.